Event description:
There was an allegation of questionable results from the cobas 8000 c702 module when compared to another laboratory.results from the other laboratory using a bm8000 analyzer:the creatinine results were 1.5 - 1.7 mg/dl (assay: sekisui medical).the uric acid results were 7.0 - 8.0 mg/dl (assay: kanto chemical).the results from the cobas c702 analyzer:the creatinine results were trending around 0.8 mg/dl.the uric acid results were trending around 5.6 mg/dl.

Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided.the investigation is ongoing.